Manufacturer narrative:
Received cassette for eval and root cause analysis. Sent customer additional info on possible causes of thermal injuries.

Event description:
Reporter noted corneal burn occurred. Reinserted cassette to clear occlusion message; procedure was completed. In 2006: dr's office stated pt was fine one day post-op. In 2006: dr indicated pt prognosis is good.